Event description:
It was reported that at implant this chronic right ventricular (rv) lead shock impedance was about 55 ohms and is now reading greater than 200 ohms. The patient was reportedly very sick; thus the plan is for the lead to be replaced. No adverse patient effects were reported. This product currently remains in service. This report will be updated, should additional information be received.